Event description:
It was reported that a malfunction occurred on the customer's pump, specifically displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, advising the customer to switch to multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was informed they would receive a replacement pump with updated software and was provided instructions on how to return the faulty pump, including storage mode instructions and return shipment procedures. The customer was also advised to program settings and connect their continuous glucose monitor to the new pump.